Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but that they were working with their manufacturing representative. It was noted that the patient did not have an appointment but they did need help.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740 lot# serial# (B)(6), product type: programmer, patient. (B)(4).

Event description:
Follow up information reported that the manufacturer's representative did some reprogramming a few weeks ago and at that time "it seemed like we were getting decent stim coverage." Nothing further had been heard from the patient since then but it was noted that the manufacturer's representative was to meet with the patient tomorrow ((B)(6) 2014) at the doctor's office. If additional information is received, a follow up report will be sent.

Event description:
It was reported that when the patient laid with her neck and back up on her pillow the patient would get a jolt. It was also reported the patient had needed the stimulator to be set up for four weeks prior to report. The patient stated they had been sent home from the implant procedure with a "case containing all this junk" and were left to figure it out. It was noted the patient wanted someone to physically sit down with her and go through things and that no one had done that yet at the time of report. The patient reported she had been at home throwing up and was miserable because of how impossible a situation she was in. It was further reported the patient's vomiting was due to the anesthesia and from the entire experienced. It was stated the patient's pain had abated at the time of report and that she had previously been in so much pain and had been taking so much pain medication. It was reported the patient thought she was better off prior to surgery because all she had then was a back ache and that at the time of report she had some pain from the surgery. The patient noted when she had her surgery "she was handed some stuff and said now don't use this because it is not going to help with the pain from the surgery." It was reported the patient was using her implantable neurostimulator (ins) at the time of report on the initial settings and that the battery was "going down" due to this. Additional information has been requested. A supplemental report will be filed if additional information is received.